Event description:
On (B)(6)-2009 this pt was implanted with elevate apical and anterior mesh, pt also had posterior mesh and monarc sling placed, hysterectomy and perineorrhaphy procedures done at that time. Approximately 6 months later, pt is seen by the implanting physician and states she has some vaginal bleeding, granulation tissue is noted on examination pt is treated with estrace vaginal cream.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Should additional information become available regarding this revision surgery it will be re-evaluated and a follow-up report will be sent.